Event description:
Pt was undergoing bilateral sagittal split ramus osteotomies with screw fixation and three-piece segmental lefort I maxillary osteotomy fixation for maxillary and mandibular hypoplasia. The stryker tps drill was noted to be extremely hot during the initial phase of the right sided osteotomy and it was also noted that the heat generated from the surgical hand piece had burned the inside of the pt's lower lip on the right side. It appeared to be superficial and was treated with some topical antibiotic ointment at that time.